Manufacturer narrative:
(B)(4). Results of investigation: a carefusion field service representative (fsr) evaluated the device onsite. The fsr verified the reported issue and found that the turbine pressure calibration fails. The fsr replaced the main printed circuit board assembly (pcba), calibrated the transducers, and completed a preventative maintenance checkout. The unit meets manufacturer specifications.

Event description:
The customer reported that the ventilator alarmed "xdcr fault." It is unknown if there was patient involvement associated with this reported issue.